Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism/cannula deployed prematurely before the pod was applied.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence.